Manufacturer narrative:
Software investigation still in progress. Medtronic rep checked system and found no issues, it passed all subsequent testing.

Event description:
A surgeon called in during a fess case with fusion 1.3 and reported that after completing multiple passing tracer registrations, he felt he was 4mm inaccurate in the internal structures of the sinus. The medtronic technical services rep instructed them to try a pointmerge registration - they were able to match 5 points with a 2.8 predicted error but the surgeon still did not feel like the green sphere of accuracy was extending back far enough to the sphenoid sinus that he was going to be operating in. He was able to go back and refine two excluded points and got the sphere of accuracy to 2.0 mm. They were able to go to navigate and he said that he was accurate in his area of interest. The procedure was completed with the use of the fusion navigation system. There was no impact on the pt outcome.